Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-jul-28, information was received from a healthcare professional (hcp), regarding a patient receiving hydromorphone (16.5 mg/ml, 11.936 mg/day), baclofen (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. The hcp initially reported they were unable to interrogate the pump and the programmer was saying "no device found." The patient reported they believed the pump quite working 2 weeks ago as they started having withdrawal symptoms. The patient stated the "energy soaked out of me" and was sure the pump stopped working. The patient stated the withdrawals were now over. Tech services had the hcp try reading the pump with the cord attached to the communicator and they were still unable to read the pump. The hcp tried interrogating with an 8840 programmer and that showed invalid telemetry. They last filled the pump on (B)(6) with no troubles accessing or programming at that time. The hcp aspirated the pump reservoir and pulled out 35 ml of drug, which was approximately 7 days' worth based on the current prescription. The hcp stated the pump had reached early replacement indicator (eri) on (B)(6) and they planned to replace it next week. The end of service (eos) date was in (B)(6). The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the inability to interrogate the pump was not determined. The healthcare provider felt like the battery had died. End of support (eos) was estimated to be (B)(6) 2022 at the (B)(6) 2022 interrogation. The pump was replaced on (B)(6) 2022.